Manufacturer narrative:
B3: day of event unknown. Device evaluation: one device was received. A visual inspection found no physical damage. A review of the event history log found multiple depleted battery alarms. During the functional testing, the customer reported issue was confirmed. The cause was found to be the communication module. It was recommended to replace the communication module. Service history review identified there was indication that the complaint was related to a service of the device within the review period. The pump was sent in with a bad communication module on 25-jun-2024 and 11-sep-2024.

Event description:
It was reported that the device will not connect to the network and the battery will not hold a charge. There is a padlock icon that has a battery displayed and it is red. Patient involvement is unknown.